Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7075174/7072034.

Event description:
It was reported that the patient had difficulty charging the ipg. It was noted also that the patient experienced burning sensation at the battery site. The patient underwent an explant procedure were all scs system was removed. The explanted device was disposed of at the facility.